Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk dr was evaluated and reformatted. The sys software and calibrations were also reloaded as part of the svc event. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.